Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. The right ventricular lead was fractured. No plans were made for intervention. No additional information was provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.